Manufacturer narrative:
Zoll has not yet received the autopulse lifeband in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Customer reported that when the package was opened for the lifeband it was observed that the plastic key that goes into the rotating shaft was found to be broken. There was no information if a patient was involved with this event. No additional information was provided.